Event description:
The customer reported via phone call that the insulin pump kept alarming sensor error. The sensor errors continued after the sensors were replaced. Customer's blood glucose level was 400 mg/dl. She treated her blood glucose level with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.